Manufacturer narrative:
(B)(4). Additional information received. Product will not be returned and is being retained by the hospital. Device available for evaluation? No.

Manufacturer narrative:
(B)(4). Batch # p9480u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.